Event description:
It was reported that this right ventricular (rv) lead was exhibiting high, out of range shock lead impedances of 128 ohms. The suspected cause is due to increasing levels of calcification around the lead. Technical services were consulted for further review and discussed that no noise or artifacts were seen in the most recent episodes. It was further discussed that this type of gradual impedance elevation is generally related to tissue-lead interface condition (such as calcification) rather than a lead issue. Further review and troubleshooting steps were recommended. This lead remains implanted and in service. No adverse patient effects were reported.